Event description:
The customer reported a delay in processing a patient sample for troponin on an advia labcell sample manager. The uncapped sample tube dropped inside the centrifuge cabinet and could not be used for testing. The patient needed to be redrawn. There were no known reports of adverse health consequences due to the dropped sample tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell sample manager and the centrifuge module. The cse determined that a panel cover on the decapper module was removed by the customer. The cse also provided the headquarters support center (hsc) the instrument log files for evaluation. The hsc reviewed the log files and determined that the uncapped sample was improperly checked-into the instrument. The cause of the dropped sample tube is due to user error. The cse cleaned the system cabinet, reminded the customer to follow proper operating instructions when processing patient samples and verified the system was properly functioning. The instrument is performing within specifications. No further evaluation of the device is required.